Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds) and watchman truseal access system (was). Release criteria was met and the closure device was successfully implanted. After release, a mobile thrombus was observed on the face of the closure device. An attempt was made to aspirate the clot with the was but was ultimately unsuccessful. The procedure was concluded and once in the post anesthesia care unit, the patient was immediately restarted on an oral anticoagulant, xarelto 20mg. Neurological examinations and a transesophageal echocardiogram will be performed prior to patient discharge. No patient complications were reported.